Event description:
Additional information provided by the account confirmed that the physician felt that the distal haziness may have been lesion calcification that was washed downstream and got caught in a lesion. Device evaluation: the procedural guide wire was returned locked in the integrity device . The transition shaft was damaged immediately proximal to the guide wire entry port. The distal inner shaft was severely bunched. Visual inspection confirmed the presence of a congealed substance along the guide wire. A number of guide wire coils were stretched and raised.

Manufacturer narrative:
Results: related to operational context - it appears most likely that the root cause of the event was procedural related. Inherent risk of procedure - occlusion. Conclusion: known inherent risk of procedure -occlusion. Operational context contributed to event - it appears most likely that the root cause of the event was procedural related. (B)(4).

Event description:
Integrity rx bare metal stent successfully deployed to treat a distal rca lesion. Post-deployment angio view indicated a haziness distal to the stent placement that. No additional clinical sequelae reported.

Manufacturer narrative:
Evaluation; results: inherent risk of procedure (dissection). Evaluation; conclusion: inherent risk of procedure (dissection), no conclusion can be drawn (based on no product return and limited information). (B)(4).